Event description:
The olympus endosonic ultrasonic cleaner is a product which enables the cleaning of olympus endoscopic accessories and ancillary equipment by qualified technical or nursing staff in the cleaning room of a medical facility where flexible endoscopic accessories are reprocessed. The items to be cleaned are placed in a purpose-designed basket and then immersed in the endosonic tank, which is filled to the appropriate level with ultrasonic cleaning solution. The fluid is agitated ultrasonically to remove debris and contamination from the items. Following cleaning, the items must be reprocessed in line with their instructions for use. When the user, at the medical ctr was using the olympus endosonic ultrasonic cleaner, thin white smoke appeared from the product and there was a burning smell. The user was instructed to remove the plug from the power supply and not use the product. There was no user injury reported and this report is being submitted in an abundance of caution.

Manufacturer narrative:
The product was manufactured by keymed ltd and distributed by (B)(4). We have asked the healthcare facility to provide copies of the maintenance records for this product, details of the items being cleaned and the fluid used in the olympus endosonic cleaner. Additionally, we have asked (B)(4) to confirm if the product has been serviced or repaired by (B)(4). The product is being returned to keymed ltd to allow a full investigation to take place and establish the root cause of the event. There was no report of injury to the user and this report is being submitted in an abundance of caution.